Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device bag was partially detached from the ring when they removed it from out of the package. There was no patient involvement as this occurred prior to use. The customer had already used 2 devices from the box and was advised by customer service to send the rest of the batch back so 4 devices will be returned.